Event description:
Reference number (B)(4). Event occurred in the united arab emirates. The patient reported a past low blood glucose event that resulted in hospitalization. According to the report the patient was admitted to hospital on (B)(6) 2025, with a blood glucose reading of 41mg/dl, indicating severe hypoglycemia. The patient, who has type 1 diabetes, was using an insulin pump leading up to the hospitalization. The patient was unable to identify what specifically led to the low blood glucose event. No one assisted the customer in obtaining treatment for the low blood glucose event prior to hospitalization. The patient attempted to treat the low blood glucose with carbohydrate intake. The hospitalization lasted 3 days. During this time, insulin was administered via injection rather than through the pump. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007605, in question was manufactured at the reynosa ID site. Threshold analysis: a query was run on 10-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6007605". The count complaint is which is exceeds 3. Further investigation is required via CAPA determination assessment using statistical analysis. The complaint numbers are: 2169542, 2266710, 236700. Device history record (DHR) review: the lot 6007605 was manufactured according to the work instruction (wi) version 79 and manufactured in the machine 12 on 19-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. No testing is require for malfunction code idd-pmc11.03 no malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no testing is require. No non-conformance (nc) raised during production related to complaint code, the threshold of 3 complaints is met for the lot in question and serious injury, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.